Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles and mold in device an issue related to a dreamstation auto bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on august 28, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles and mold in device an issue related to a dreamstation auto bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Additional information was received about the alleged colds and sinus infections. After the third attempt to have the device and components evaluated, the customer responded that the device is already returned, but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.